Event description:
Customer called lfs in 2002 alleging that their ot basic meter would not power on. The issue was not resolved with troubleshooting. The issue occurred approximately 6 months ago. Customer reported going to the physician two months ago, however they had not been using the meter during this time. The meter has been replaced for the customer. No further information has reported.